Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing an irregular heartbeat during the trial. The physician believed it was procedure related. The patient underwent an aborted trial.